Event description:
(B)(4) 2010: stryker ceramic on ceramic hip replacement was implanted on (B) (6) 2009. Ten months post op, pt is experiencing squeaking when rising from a squatting position. Pt denies any pain.

Event description:
It was reported that during a laparoscopic sleeve procedure, since the beginning of the procedure, it lost pneumo constantly. Due to this problem, they had to stop the procedure very often. They decided not to open. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.